Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: the sample receipt date has been provided.

Manufacturer narrative:
(B)(4).a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigation through similar trends.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative reported an infusor pump with a condition of "failed occlusion test, over 25 psi and pump still infuses." A false alarm occurred. This condition occurred during biomedical testing. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.